Event description:
The needle was advanced through an endoscope for eus-fna. The needle tip got bent when it came out of the endoscope. The physician commented that this might have happened because he lifted the endoscopic elevator too much. The device was removed from the endoscope with the needle tip protruded from the sheath. Another device was used to complete the procedure. There have been no adverse effect to the pt reported.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for non retraction of the needles for this product family, regardless of pt outcome. As the lot number of the device involved in this complaint was not provided, it was not possible to review the relevant mfg records. 1 x echo-hd-19-c device of unk lot number was returned for evaluation. The device was received with the stylet fully in place in the device and the needle fully retracted into the sheath. The sheath was examined and no kinks were visible below the sheath extended, when the sheath extender was positioned at reference mark 5 or along the sheath length. The needle was advanced with slight resistance. The needle tip was examined and confirmed to be intact, however a kink was visible approximately 1 cm from the distal tip. On examination of the distal needle tip under the microscope it was confirmed to be bent/folded over. The notch/core trap of the needle was noted to severely kinked. The sheath tip was also examined and no damage was noted. The needle could be fully advanced with slight resistance and fully retracted into the sheath. The customer complaint was confirmed as the needle of the returned device was bent at the tip and the notch/core trap of the needle was noted to severely kink. The damage to the needle tip was identified to be the cause for the needle bending/kinking at the needle notch. The needle tip damage was most likely attributed to the endoscopic elevator being raised too much in a flexed position. As per the complaint info reported by the physician: "the needle tip might have got bent since I lifted the endoscopic elevator too much when the needle tip came out from the endoscope." It was confirmed that the endoscope was not damaged by the protruded needle tip. As the conditions of device usage cannot be replicated during the device evaluation it is not possible to definitively state if this is the root cause of the complaint. Additional complaint info reported also indicated that gaining access and needle penetration into the target site was difficult. This conditions may also have contributed to needle breakage. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. The notes section of the instructions for use that accompanies this device instructs the user prior to use to: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The pt did not experience any adverse effects due to this occurrence. The physician replaced the device with another new one of the same type and completed the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.